Event description:
It is reported that the zimmer dermatome blade was blunt. This was noted during surgery but before use. There was no harm or delay reported and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Device history records were reviewed and there no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The complaint cannot be confirmed, nor can the root cause of this complaint be determined because the blade was not returned for the investigation.